Event description:
It was reported that the patient had a (B)(6) infection that attacked the pain stimulation leads and implantable neurostimulator (ins) when they were in the hospital trying to have a pain pump implanted about a month prior to the report. It was stated that the ins and leads would be removed to help fight the infection. The patient was taking a 6 week antibiotics for treatment. The patient was planning on having the pain pump implanted after the (B)(6) infection cleared up. The outcome information regarding the event was not provided. Follow up has been conducted, and if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).